Event description:
The international customer reported the screen became dim; the device was not in use on a patient at the time of the reported issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The international customer reported the screen became dim while the device was in use on a patient. Patient information has been requested.